Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred causing a vessel dissection. The physician was treating an 80% stenosed, 15mm in length, de-novo lesion located in the moderately tortuous and moderately calcified, 2.5mm in diameter, proximal left circumflex (lcx) artery. Vascular access was obtained through the femoral artery. This 2.5x15mm maverick 2 balloon catheter was used to pre-dilate the lesion. The balloon catheter was advanced to the lesion without difficulties. Once to the lesion, the balloon ruptured at 8atms on the first inflation within 10 seconds of being inflated. The device was removed from the patient intact without difficulties. Contrast injected at the lesion location confirmed the presence of a spiral dissection in the proximal lcx. Another manufacturers' stent was implanted to treat the dissection. The procedure was considered complete. There were no further reported patient complications. The patient status after treatment was considered "good".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)